Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pain on his left shoulder blade. Patient reported a burning sensation on the back-left shoulder, under the shoulder strap. There are no indications of a visible rash or irritation. A field service representative re-measured the patient and adjusted the shoulder straps. There was no alleged device malfunction contributing to the irritation. Patient reported that he went to the emergency room and an on-call physician told him to remove the lifevest. Follow up indicated that the burning sensation has improved.